Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/06/2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.